Event description:
It was reported that the patient developed an infection. The entire system was explanted. The patient was in stable condition after the procedure. It was also reported that the infection was not device related.